Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she visited the ER on (B)(6) 2017 for a high blood glucose of 569 mg/dl. She was treated via manual insulin injection and discharged after four hours. The patient mentioned that she has experienced high blood glucose in the 600 mg/dl range and blood glucose as low as 52 mg/dl. Additionally, the customer mentioned that her up and down buttons were not working; they would not let her get past bolus. The customer did not recall any significant events leading to the keypad anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape button due to moisture damage on the keypad traces. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The insulin pump had minor scratched display window, scratched case, cracked battery tube threads and scratched reservoir tube window.